Event description:
It was reported that the ipg was explanted on (B)(6) 2025 for an unknown reason. Additional information is not available at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.